Manufacturer narrative:
Evaluated two opened/used enlite sensors and found both sensor needles separated from sensor. We were unable to confirm customer received sensors in said condition due to customer returning sensors opened/used.

Event description:
Customer reported via phone call thas sensor came apart upon opening. Customer states that when packet of sensor was open, it was in two pieces. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.